Event description:
It was reported by service report that the top of the pt head right siderail was cracked with no sharp edges present, but possible fluid ingress. It is not known if there was pt involvement. However no adverse consequences were reported.

Manufacturer narrative:
Result: damage siderail panels.